Manufacturer narrative:
All available information was investigated and the reported difficult to insert/advance was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult to insert/advance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the clip delivery system (cds) could not advance after entering 3-4 cm within in the steerable guide catheter (sgc). This occurred after blue-to-blue alignment with the sgc and cds. The clip was removed and examined and no abnormalities were observed. A new cds was inserted into the sgc and the same issue occurred. The sgc was replaced and both previous cds devices were able to advance without issues. Both clips were implanted. There were no adverse patient effects or clinically significant delay. No additional information was provided. Device analysis was completed on 29jan2025. The sgc soft tip was observed to be deformed at the distal end.